Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a reservoir was used. The reservoir leaked during the procedure. No reported patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/23/2021. Additional information: d9, h6 component code: g07002 ¿ conforming device. H3 evaluation: complaint sample was received. Primary pack was opened and one jvac sample was found. As a part of investigation, the complaint sample was checked visually and no hole, was found. System check of the complaint sample was also performed and following results were obtained. Pressure test: okay, vacuum test: no change in the shape for 20min and no air entered in the bulb. System test: the bulb was opened in 3 secs. Ring test: no cut was found. The leak in the drain was not identified hence, the complaint cannot be verified. Retain sample of the same lot were checked visually and system check found within the specified criteria. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.